Event description:
It was reported that the device was broken/damaged. Damaged front cover. There was no patient involvement.

Manufacturer narrative:
Corrected: h6(results), removed software problem identified and replaced with maintenance problem identified.

Event description:
It was reported that the device was broken/damaged. Damaged front cover. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture 03/10/2015 to the present date 10/05/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there was a production failure q6 200203296 for channel error 352-6700 which does not correlate to the customer reported issue.

Event description:
It was reported that the device was broken/damaged. Damaged front cover. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 03/10/2015 to the present date 10/05/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair.

Event description:
It was reported that the device was broken/damaged. Damaged front cover. There was no patient involvement.